Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report that the receiver displayed "call tech support" on (B)(6) 2015. The patient's husband did not report injury or medical intervention. No additional patient or event information is available.